Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure, the preloaded injector failed to inject the lens due to malfunction. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger has advanced to mid-nozzle and has overrode the lens in the nozzle entry area. The lens is rotated slightly counterclockwise. The trailing haptic broken at the gusset area, extends along the left side of plunger and the distal tip is broken on the right side of the plunger. The distal tip of the broken haptic is oriented toward the loading area. The leading haptic is looped across the plunger and bent toward the left side of the device. No damage was observed to the device. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A plunger override was observed. The lens was damaged due to the plunger override. The root cause cannot be determined. There appears to be sufficient viscoelastic in the device. A qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).